Event description:
A damaged patient adapter was found as an additional defect during the sample evaluation. There was no patient involved. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A visual and microscopic evaluation was performed and identified a damaged patient adapter. A leak test, clear passage test, and clamp function test were performed with no issues noted. The cause of the damage was undermined. Should additional relevant information become available, a supplemental report will be submitted.